Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint, the control panel tabs were broken off. The chassis was replaced, and the unit was returned to service.

Event description:
The hospital reported the control board would not latch close. There was no report of patient involvement.